Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter causality assessment: related for all the events. Seriousness criteria: persistent or significant disability for all the events additional information was received on (B)(6) 2014. Global ptc results were added and the text was amended accordingly. Additional information was received on (B)(6) 2014 from the patient. No new safety information was received as the information reported was already processed in the case. Additional information was received on (B)(6) 2014 from the physician. The case initially considered as non-serious was upgraded to serious as all the events were upgraded to serious (seriousness criteria added as disability). Also, the case was medically confirmed. Intensity and reporter causality assessment for all the events was added. Outcome of all the events was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2014: based on the follow up information received the role of synvisc cannot be excluded for the event of unable to walk. However, lack of information regarding patient's medical history and concomitant medications precludes complete case assessment.

Event description:
Based on additional information received on (B)(6) 2014, this case initially considered as non-serious was upgraded to serious as all the events initially considered as non-serious were upgraded to serious (seriousness criteria: disability). Also, the case was medically confirmed. This unsolicited device case was received on (B)(6) 2014 from a patient. This case concerns a (B)(6) year old male patient whose right knee was swollen as big as grapefruit; knee was locked due to the swelling and he was unable to walk due to knee lock after receiving treatment with synvisc injection. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date in (B)(6) 2014, about 2 weeks ago, the patient initiated treatment with intra-articular synvisc injection (dosage regimen, batch/lot and expiration date not provided) in right knee for osteoarthritis of knee. On (B)(6) 2014, a few days after the injection, the patient complained that swelling began in his right knee. The patient stated that the right knee was swollen as big as a grapefruit (moderate intensity). On (B)(6) 2014, the knee was so swollen that the patient was unable to walk because the knee was locked due to the swelling (moderate intensity for both). It was reported that the patient had been unable to reach his doctor about this yet. Action taken: no action taken corrective treatment: not reported for all the events. Outcome: unknown for all the events.